Event description:
Manufacturer received report from foreign reporter of a catheter break. The distal fragment remained in the intrathecal space. This retained portion of the catheter was removed after the pt complained of pain. Manufacturer made repeated requests for more information for this event but received only this minimal report.